Event description:
New information received notes that the patient presented in clinic with inappropriate mode switch due to atrial lead noise over-sensing. The atrial lead was capped and replaced on (B)(6)2021. The patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited atrial lead noise with inappropriate mode switch episodes on (B)(6) 2019 and (B)(6) 2019. The causes of the noise episodes were unknown. No intervention was reported. The patient was stable.